Manufacturer narrative:
No product has been returned. A review of an image provided by the customer of the harmonic ace instrument was conducted. The image appears to show the teflon pad broken off from the instrument.

Event description:
Intuitive surgical, inc. (Isi) received a voluntary medwatch report (MDR) with the following event description: "during the surgery, a piece of the robotic harmonic shears broke off. It occurred while the surgeon was cauterizing the tissue with the shears. The broken piece was recovered."